Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11: h11: two (2) actual devices were received for evaluation. Visual inspection was performed, and loose blue pull ring caps not positioned on the patient connectors was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pull ring cap of two (2) homechoice cassettes ¿fell off.¿ this occurred before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.